Manufacturer narrative:
The calibration and qc were acceptable. One sample was received for investigation. The troponin t values reported by the customer were confirmed during the investigation. A heterophilic antibody interference was not observed. The sample was tested using exclusion chromatography (sec). The presence of a high molecular weight (igg) interfering factor was found in the patient sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design". The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number for module 1 is (B)(6). The analyzer's serial number for module 2 is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on 2 cobas e 801 analytical units. Sample 1: the patient's result (on module 1) was 4071 pg/ml. Sample 2: on (B)(6) 2026, the patient's result (on module 1) was 3869 pg/ml. There was no further change in the patient's condition, and a cardiac cause was ruled out. Sample 3: on (B)(6) 2026, the patient reported occasional right thoracic complaints. The patient was tested on another module (module 2), and the result was 3566 pg/ml. No other markers of heart or muscle damage (ldh, ck, myoglobin, nt-probnp) were observed. All imaging examinations (ultrasound, cardiac MRI, and repeated ECG examinations) showed normal findings.